Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had an insulation and terminal end damage. The physician had noted visible wires prior to unscrewing the lead from the old device. Additional information was obtained from the field representative indicating that the conductor was exposed. The issue arose as the physician pulled the device out of the pocket before the lead was unscrewed. This rv lead was abandoned surgically. No adverse patient effects were reported.